Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed, the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MFR report 2030404-2011-00074 and 2030404-2011-00076. It was reported that during an atrial fibrillation ablation procedure, the physician had difficulty performing transseptal puncture, so transesophageal echocardiography (tee) was used to assist with visualizing the puncture. The ablation procedure was completed and before removing the tee, the physician checked the anatomy of the patient and detected a hemorrhage in the pericardium. Pericardiocentesis was performed to resolve the cardiac tamponade. The patient was taken to the intensive care unit for observation and is stable. No malfunction was noted with any sjm devices and the physician does not allege an sjm device caused the reported cardiac tamponade.